Event description:
It was reported that the customer received a no delivery alarm on the insulin pump a few times. The customer stated that, after receiving the alarm, she disconnected from the insulin pump, manually primed, reconnected to the insulin pump and all was fine. The customer's blood glucose was 85 mg/dl. Troubleshooting could not be done at the time of the call. The customer stated that she would monitor the insulin pump and call back if needed. The customer later mentioned that she had inserted the sensor and may have hit a blood vessel. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.